Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer that was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7 failed. A field service engineer logged into the hardware test application and tested the drawer and replaced the broken plunger part to resolve the issue. The system functioned as intended after the field service engineer repaired the device.